Manufacturer narrative:
H4: device manufacture date ¿ the lot was manufactured between august 4th and august 5th 2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000 ml eva tpn bag leaked from the port. This was noticed before being opened for use. There was no patient involvement. No additional information is available.